Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia developed subsequent to the start of automated peritoneal dialysis (apd) therapy and was worsened with apd therapy. The patient was not hospitalized for the event. The patient was treated for the hernia through an out-patient surgical repair. In addition, the patient was placed post- surgical repair on a reduced peritoneal dialysis usage regimen. At the time of this report, the patient was recovering from the hernia event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the sample was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.